Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff parkinson white) parahissian ablation with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced complete heart block that required pacing and medication. The doctor ablated for 18s at 35w 2cm away from the his. The medical team was pacing in the ventricles during ablation. After the ablation, they stopped the pacing. They had a complete av (atrioventricular) block for about 8 sec. The medical team paced again and put some isuprel. They then stopped the pacing and the isuprel. The patient partially recovered and was conducting one every two beats. The team waited for 15 minutes. The patient was still conducting only one every two beats when they left the operating room.

Manufacturer narrative:
On 2-jul-2025, the product investigation was completed. It was reported that a patient underwent a wpw (wolff parkinson white) parahissian ablation with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced complete heart block that required pacing and medication. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31550018m and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Furthermore, on 7-jul-2025, bwi received additional information regarding the event. The physician's opinion on the cause of the adverse event is the procedure. It was reported that this site of the tachycardia was very near the his, when ablating close to the conduction way, there is always a risk for av (atrioventricular) block. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).